Event description:
Seen in consult 9/11/01 with bilateral capsular contractures and displacement of left breast implant. Underwent bilateral capsulectomies and removal and replacement of gel implants with new gel implants with bilateral mastopexies. Left gel rupture contained in intracapsular space. Right small gel bleed contained also.